Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70cm. Model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit.

Event description:
A report was received that the patient experienced high impedances several times and was reprogrammed each time. The patient also experienced intermittent stimulation and the ipg was turned off. The patient underwent a revision procedure to replace the leads. Both leads and a clik anchor were explanted and replaced. The ipg remains in service. The explanted devices are expected to return.

Manufacturer narrative:
Additional information was received that the reason for the revision procedure was lead migration.

Event description:
A report was received that the patient experienced high impedances several times and was reprogrammed each time. The patient also experienced intermittent stimulation and the ipg was turned off. The patient underwent a revision procedure to replace the leads. Both leads and a clik anchor were explanted and replaced. The ipg remains in service. The explanted devices are expected to return.

Manufacturer narrative:
Additional information was received that analysis of the lead sc-2317-70 (serial number: (B)(4)) revealed that the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, the lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. Analysis of the lead sc-2317-70 (serial number: (B)(4)) revealed that the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Analysis of the clik anchor sc-4318 (lot: 23147193) revealed that the device exhibits normal device characteristics.

Event description:
A report was received that the patient experienced high impedances several times and was reprogrammed each time. The patient also experienced intermittent stimulation and the ipg was turned off. The patient underwent a revision procedure to replace the leads. Both leads and a clik anchor were explanted and replaced. The ipg remains in service. The explanted devices are expected to return.